Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall."

Event description:
It was reported that the water could not be removed from the catheter balloon.